Manufacturer narrative:
The reported event was confirmed through functional testing and review of the event log retrieved from the thermogard xp ivtm console (sn (B)(4)) performed onsite. The root cause is due to a burned pin at the p22-connector. The console was functionally tested and examination of the controller boards and wire harness found a burned pin at the p22-connector possibly due to a stuck air filter or a flooded connector in the past as indicated by saline stains in this area. Upon replacement of the pic 16 wire harness, the console was further tested and functioned as intended without any errors observed. The console met all performance specifications and passed all final testing criteria. Review of the event log retrieved from the console confirmed multiple temperature control malfunction ID:(B)(6) ((B)(6))(ce danfoss error) error messages on the event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4). The thermogard console is a reusable device and was manufactured on 26 aug 2010.

Event description:
It was reported that the thermogard console (sn (B)(4)) frequently displays temperature control malfunction ID: (B)(6) ((B)(6))(ce danfoss error) error message on the display screen during patient use. The issue was observed after rewarming while normothermia. It was noted that a second system was able to successfully finish the patient treatment. No known patient impact was reported.